Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 449 mg/dl at the time of incident. The customer's blood glucose was 425 mg/dl at the time of call. The customer stated that she was treating the blood glucose with the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin did exit during manual prime. The customer stated that there were no air bubble issues, insulin issues and site issues. The customer declined to check programming. The insulin pump will not be returned for analysis.